Event description:
It was reported that the insulin pump over-delivered insulin. Customer stated that there was a hospitalization for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose values at the time of hospitalization was 900 mg/dl. It was reported that customer is experiencing high blood glucose levels due to infusion set change, bent cannula, and no delivery experienced. Customer was wearing the insulin pump at the time of hospitalization, however it was taken off when she was admitted. Customer's blood glucose reading was 444 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.